Manufacturer narrative:
The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. The case description states that several unexpected boluses were delivered on the date of occurrence: 3u at 9:41am, 3.6u at 11:07am, 5.65u at 11:27am, 2u at 1:06pm, and 3u at 6:10pm. Inspection of the android log files confirmed the reported boluses were delivered on the date of occurrence and at the reported times. Inspection of the engineering log files for the reported boluses showed evidence of interaction with the controller in order to load the bolus calculator, program the boluses, confirm the bolus amounts, and begin insulin delivery. No evidence of an uncommanded bolus was observed in the log files.

Event description:
It was reported the patient received multiple uncommanded boluses. The patient reported experiencing low blood glucose levels, the exact level is unavailable.